Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of internal and external components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. An additional 7-day observation run was performed. No alarms or abnormalities were produced. Customer complaint was not replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated during testing; the root cause of the reported red alarms was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. There was no evidence of a device malfunction and no permanent alarms were recorded, therefore, the alarms reported by the customer were either resolvable or did not annunciate long enough to be considered a permanent alarm. The driver functioned as intended. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The patient had continuous red alarm at home. Patient was switched to backup driver without adverse impact.

Event description:
The patient had continuous red alarm at home. Patient was switched to backup driver without adverse impact.